Manufacturer narrative:
Per the clinic, the patient experienced skin breakdown over the receiver/stimulator. This report is submitted on april 17, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to migration of the electrode array.

Manufacturer narrative:
Per the clinic, it was reported that the electrode has extruded. This report is submitted on may 12, 2023.